Event description:
International complaint received from taiwan. Customer reports leakage was detected at the bottom of the filter during patient use. There was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.